Event description:
A device history review was performed on 17/mar/2018 confirming the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. On 06/apr/2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel are accounted for after use. No further information has been received for this event, therefore pentax medical considers the medwatch report closed.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events related to lodged material remaining in endoscopes after reprocessing. As part of this remediation, pentax medical performed a retrospective MDR assessment of events/complaints received from (B)(6) 2014-(B)(6) 2016. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2016 which stated "secondary channel blocked-something stuck in scope" for ultrasound video gastroscope model eg-3670urk/serial (B)(4) received through the pentax medical service department. No other information was provided at the time of the report. The gastroscope was returned to pentax medical for evaluation. The pentax endoscope technician confirmed a piece of material lodged in the primary operation channel. This finding confirmed the customer's complaint. Other inspectional findings included: leak at biopsy channel distal side. Suction tube mild resistance. Sub connector disconnected at base. Fluid invasion in segment section. Failed wet/dry leak tests. Ultrasound image no scan line. Control body cracked from side body cover at proximal end. Suction function not performed unit compromised. Sluggish water delivery function. Leak at control body rear seam. Eus cable single/long buckled at junction root brace. Eus cable single/long buckled at us connector root brace. Fluid invasion not observed in pve connector or in control body. Ultrasound image has broken channel. Pentax medical contacted the facility to gather additional information. A response was received by the facility on (B)(6) 2016 stating this scope was used on (B)(6) 2016 and there was no problem with the scope. The performance of the scope and the images from this procedure did not show any issues. In the note, it states that water was introduced and then suctioned through the scope after being introduced into the patient. On (B)(6) 2016, the physician was working and the scope technician suctioned though the scope without any problem for the scope test and used on the patient and no issues with pre-cleaning in the room after the case. No accessories were used on this case. In addition, the facility stated when the scope technician in the scope room received the scope and tried to put the brush down the scope to clean it, from the top and the bottom, the brush could not get through. Cleaning was continued and when the scope was connected to the scope buddy, the water came out in spirts. The scope was then put in the medivator, the error message "failed minor leak" displayed and the medivator would not run. At that time, the scope was sent out for repair. The facility also stated there has been no report of any problem with the patient. The physician's office was contacted and the patient is doing fine. Pentax medical replaced the following components on the gastroscope involved in the event: o-rings and seals. Control body complete pb-free. Bending rubber. Adjusting collar. Angle wire. A/w/operation channel. Warning label. Lcb distal cover glass. The gastroscope was returned to the customer on (B)(6) 2017.